Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal. Stent dislodgement can be influenced by many factors, including, but is not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. It appears that the stent dislodgment is the result of interaction with the sheath during withdrawal. It may be possible that the stent struts were compromised during the attempts to cross the lesion, possible causing flared or bent struts, and during removal, the struts caught on the sheath causing the dislodgment. It should be noted that the product instruction for use states: do not attempt to pull an unexpanded stent back through the introducer sheath; dislodgement of the stent from the balloon may occur. A review of the finished device lot history record did not reveal any non-conforming material record associated with this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. In this case, without having the product for evaluation, a conclusive cause for the reported stent dislodgment could not be determined. However, there is no indication to suggest a product quality deficiency. All stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of a heavily calcified, left primitive iliac artery, using a cross over access, and a direct stenting, the guide catheter was unable to advance in the vessel using an ispilateral approach. The omnilink elite stent could not cross the aortic bifurcation. A catheter and long introducer was not being used. It was noted that as the stent delivery system was being removed, the stent implant dislodged from the balloon when entering in the introducer, at the right artery. A second omnilink elite stent was used to crush the dislodged stent to the right artery wall. The same guide wire was ised ispilateral to cross the lesion and predilate the calcified, long 50 mm lesion; an 8 x 39 and 7 x 29 mm omnilink elite stent was deployed at the lesion with good result. There was no reported adverse patient sequela. No additional information was provided.